Manufacturer narrative:
Visual inspection performed by r&d project manager: the analyzed implant has a small scratch on the back. The related inner shaft is difficult to be inserted. The potential root cause of the event is the cross-threading due to the not correct alignment of the inserter. Additional information: all the cage are checked at 100% for the inner shaft insertion before releasing.

Manufacturer narrative:
Batch review performed on 21 march 2019: lot 1721469: (B)(4) items manufactured and released on 13-sep-2018. Expiration date: 2023-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Preliminary investigation performed by r&d project manager: from the description of the event and the pictures enclosed, the root cause of the event could be the cross threading of the inner shaft in the cage due to not correct alignment. Anyway, a confirmation of the event and a deeper analysis can be performed during the visual inspection.

Event description:
The nurse was not able to insert the cage straight with the handle. The surgery was finished with a back up implant. 5 minutes of delay.